Event description:
The initial reporter questioned low results for "several" patient samples tested for multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for 3 patient samples tested for hdlc4, cobas integra cholesterol gen. 2 (chol2), and triglycerides. Patient (B)(6) initial hdlc4 result was 0.31 mmol/l. The repeat result was 1.29 mmol/l. Patient (B)(6) initial hdlc4 result was 0.35 mmol/l. The repeat result was 1.04 mmol/l. Patient (n)(6) initial chol2 result was 1.8 mmol/l. The repeat result was 9.2 mmol/l. The initial hdlc4 result was 0.24 mmol/l. The repeat result was 0.99 mmol/l. The initial trigl result was 3.06 mmol/l. The repeat result was 5.34 mmol/l.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) visited the customer site on 12-jan-2024 and found the sample probe was contaminated on the outside. The sample probe was replaced and adjusted and the rinse volume was increased. The reagent probe was bent and not properly adjusted. The reagent probe was replaced and adjusted. A valve showed some wear; this was replaced as a preventive measure. The customer has had no further issues. The service actions resolved the issue.